Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as infected, open and possibly seeping. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed two creams for the skin irritation. Outcome of the irritation is unknown.